Event description:
It was reported by the customer that a pyxis medstation es system station not communicating. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station not communicating. A technical support specialist confirmed that the user contacted the information technology and generated a ticket for future reference. The system functioned as intended after troubleshooting.